Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a resolute integrity drug eluting stent to treat a lesion in a patient with mild calcification. There were no abnormalities reported in relation to anatomy. No damage was noted to packaging, no issues when removing the device from the hoop, the device was inspected with no issues noted, negative prep was performed. The lesion was predilated and passed through a previously deployed stent. Resistance was encountered when advancing the device, and excessive force was used. It was reported that the stent dislodged during delivery to/at the lesion due to calcification at the lesion. The stent was not removed. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : the dislodged stent and delivery system did not return for analysis. An empty resolute integrity shelf carton was received for analysis. There was no deformation evident to the shelf carton. The lot number on the shelf corresponded to the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.